Manufacturer narrative:
Additional information was received that this lead was a conduction system pacing (csp) lead and was confirmed to have pulled back in the target coronary sinus vein. A lead revision procedure was not performed or scheduled and the system will remain programmed for right ventricular (rv) therapy only. No additional adverse patient effects were reported.

Event description:
It was reported that post implant procedure, while this patient was in recovery, phrenic nerve stimulation was observed. The left ventricular (lv) vector and outputs were adjusted to resolve the stimulation. Four days post implant, the phrenic nerve stimulation was observed again and elevated lv thresholds suggesting lead movement. Reprogramming did not resolve the clinical observations and therefore, the lv lead was programmed off. A potential revision procedure will be performed later in the day. The lead remains implanted and no additional adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that post implant procedure, while this patient was in recovery, phrenic nerve stimulation was observed. The left ventricular (lv) vector and outputs were adjusted to resolve the stimulation. Four days post implant, the phrenic nerve stimulation was observed again and elevated lv thresholds suggesting lead movement. Reprogramming did not resolve the clinical observations and therefore, the lv lead was programmed off. A potential revision procedure will be performed later in the day. The lead remains implanted and no additional adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.